Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or show ¿high¿ on the cgm. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin; however, frequent occlusion issues are occurring, warranting follow-up assistance.